Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Analysis was requested to technical services. At this time, no additional information was provided. This device remains in service. No adverse patient effects were reported